Manufacturer narrative:
Section d9, date of device return, has been added. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. There were no issues related to the complaint discovered when reviewing the product history of console ic4908.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their automated impella controller (aic) displayed a controller error alarm. The placement signal and left ventricle (lv) waveform went out but device maintained flow during the alarm. The aic was swapped successfully. No patient harm has been reported.